Event description:
It was reported that the right ventricular lead impedance has been fluctuating for several months, and the short interval counter started to increment. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance has been fluctuating for several months, and the short interval counter started to increment. It was further reported that there was a rise in impedance and it was high. Unstable pacing threshold was also reported. Chest x-ray showed that a pace/xense set screw was not fully seated. No intervention is planned, however there will be rigorous followup to ensure the issue is not getting worse. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 15 non-sustained tachycardia (nst) episodes with short v-v cycle of less than 220 milliseconds are recorded between the dates of (B)(4) 2014. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2014. Max ventricular pace impedance rises from 1072 ohms on the week ending (B)(4) 2012 to 1536 ohms the week ending (B)(4) 2014 there are 2264 v-sic recorded beginning (B)(4) 2013. Ventricular pace impedance varies between 384 and 1536 ohm throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted. Weekly pace lead impedance trend data shows varying and impedance increase for min and max rv pace = 448 to 1000 ohms peak between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted. Weekly pace lead impedance trend data shows varying and impedance increase for min and max rv pace = 448 to 1000 ohms peak between (B)(6) 2011.

Event description:
It was reported that the right ventricular lead impedance has been fluctuating for several months, and the short interval counter started to increment. The lead remains in use with conitnued monitoring. No patient complications have been reported as a result of this event.